Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : remains implanted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: item# 010000589; lot# 701780; comp rvrs 25mm bsplt ha+adptr. Item# 00434903606; lot# 64163165; poly liner plus 6 mm offset 36 mm diameter. Foreign report source: (B)(6). The product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a rsr using a tm stem and a comprehensive mini baseplate and glenosphere. Subsequently, patient's shoulder dislocated later in the day post operatively. Attempts have been made and additional information on the reported event is unavailable at this time. No additional patient consequences were reported.